Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tridentii tritanium cluster54e; cat # 702-04-54e; lot # unknown, delta v-40 ceramic head 36/+5; cat # 6570-0-236; lot # unknown, high insignia collared hip stem; cat # 7000-6604; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
It was reported that the patient's left hip was revised due to infection (reported to rep as (B)(6)). The patient's entire hip was revised. Rep confirmed that no further information will be released by the hospital or surgeon.